Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the suggested event was not reproduced, therefore, we could not specify the root cause. It was confirmed there was no air leak with a water leak test. As a result of checking the inside of the instrument channel using a small scope, no scratch or foreign material were found. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: operation manual chapter 3 section 8 preparation and inspection describes how to detect the suggested events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using the evis lucera elite gastrointestinal videoscope to aspirate before use, water leaked from around the forceps stopper. The issue was found during preparation for use. There were no reports of patient harm

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.